Event description:
Doctor reported that pt experienced failures after a bone augmentation procedure with no bone formation. It is reasonable to assume that another surgical procedure would be necessary to achieve desired results.